Event description:
During closing, scrub tech noticed needle given back did not have a sharp tip. Found the tip on drape and luckily end of forceps are magnetic so it just stuck on to that. Monocryl mcp496.